Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm in 2003. Aneurysm and vessel morphology are unk, it was reported that a recent angiogram demonstrated a type iii endoleak in the left limb of the stent graft. An iliac limb was implanted to successfully treat the endoleak. No additional sequelae were reported and the pt is fine.